Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when connecting two (2) minicap transfer sets to their titanium adapters the first time, it was found that the patient connector would not screw tightly with the titanium adapter. This event occurred during preparation and it was reported that there was no patient involved. The customer confirmed there was no issue with titanium adapter. No additional information is available.